Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The 2.5x15mm apex balloon was advances to the unspecified target lesion and it was noted that the physician was unable to see the markerbands on the balloon. The physician was able to successfully complete the procedure with the apex device with no pt complications reported. The pt's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for the batch that produced the complaint device was not possible because the batch number was not reported and the device was not returned to bsc for analysis. The most probable root cause of this complaint can be attributed to design. (B)(4).